Event description:
This report summarizes two malfunctions. A review of reported information indicates that model u41502h15rx, pta balloon dilatation catheter, allegedly experienced material rupture. This information was received from multiple sources. These malfunctions involved patients with no consequences. Neither patients' age, weight, or gender was provided.